Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: the keypad was found to be peeling up at ok and contrast keys. During testing, all of the keypad buttons responded intermittently. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the pump¿s keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.